Event description:
It was reported that during central processing the monopolar curved scissors had a chipped blade. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and performed failure analysis investigation. The instrument was found to have a the tip of the blade melted. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.